Manufacturer narrative:
Followup MDR submission for device evaluation: no product or photo was returned by the customer. The customer complaint there was a pinhole in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Narrative below.

Event description:
No additional information it was reported that the unspecified bd¿ infusion set was defective causing leakage. The following information was provided by the initial reporter: noted driping from IV pump. On evaluation, there was a small hole noted at the top of the soft part of the IV tubing that goes in the pump. Crn notified. Changed IV tubing. ¿ - date of event: 9/20/23 - was there any leakage? Yes - did the device/material separated or did it break/crack at collars? No - was issue noted before or during use? No - was there any patient involvement? Yes - any adverse events or serious injury reported to patient or healthcare professional? No conceivable harm - what was the patient outcome? No conceivable harm - was there any delay of, or change in, the course of treatment due to this event? Yes, delay of fluid administration. New tubing had to be obtained - what procedure was being performed? IV fluid administration - what medication was used in the procedure? Unsure.

Event description:
It was reported that the unspecified bd¿ infusion set was defective causing leakage. The following information was provided by the initial reporter: noted driping from IV pump. On evaluation, there was a small hole noted at the top of the soft part of the IV tubing that goes in the pump. Crn notified. Changed IV tubing. ¿ date of event: (B)(6) 2023. Was there any leakage? Yes. Did the device/material separated or did it break/crack at collars? No. Was issue noted before or during use? No. Was there any patient involvement? Yes. Any adverse events or serious injury reported to patient or healthcare professional? No conceivable harm. What was the patient outcome? No conceivable harm. Was there any delay of, or change in, the course of treatment due to this event? Yes, delay of fluid administration. New tubing had to be obtained. What procedure was being performed? IV fluid administration. What medication was used in the procedure? Unsure.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.